Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer number three on the main station failed due to the missing magnet on the site latch assembly. The field service engineer replaced the latch assembly with the new modern version and confirmed that the customer was able to log into the station and recover storage space successfully without any failures or malfunctions occurring. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es experienced that the drawer was jammed and not opened. The customer stated that they disconnected and reconnected the power plug and turned the power on, then checked and tried to recover the drawer, but it still failed. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this incident.